Event description:
As the patient was climbing onto the stereotactic table for a breast biopsy procedure the patient's knee knocked into the control module and broke the connection with the holster and the dc motor adapter. The procedure was rescheduled.